Event description:
During a patient treatment on a system 1000 hemodialysis device, the patient's venous needle was pulled out by the patient and there was no device alarm. Dialysis treatment parameters consisted of a blood flow rate of 350 ml/minute, dialysate flow rate was 500 ml/minute. The patient has alzheimer's disease and therefore a family member normally watches the patient during treatment. At the time of the incident, a family member immediately stopped the blood pump. There was no patient injury or medical intervention associated with this incident per the nurse administrator.